Manufacturer narrative:
Manufacturers ref# (B)(4). 12-oct-2022: technical investigation concluded: a device history register review have been completed. No deviation or changes were found during manufacturing of the device. Device investigation on trended case: the charger has been returned, because the micro-usb interface has broken down, causing the device to become hot. The charger and cable show visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purely a breakdown of the micro-usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro-usb is a very well-known and used standard but can mechanically break down. The clinical investigation concluded: based on these results from previous evaluations, clinical conclusion on this case is that there is a potential risk of heat dissipation based on the findings. Clinical evaluation of the event: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, risk of high temperature and burn are mitigated by extensive safety testing according to standards according to master risk list. It is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: risk analysis included in #(B)(4)., risk ID t.1-3a, the residual risk after the risk control measure(s) is acceptable. Risk will update to include warning/caution to the users. The information indicates need for reporting. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur.

Event description:
12-oct-2022: around (B)(6) 2022 a preza charger (brought (B)(6) 2020) was plugged in to charge. When the patient went to put hearing aids in the charger, he noticed burn and scorch marks on the charger, where it plugs in. The charger was placed on the table. No harm to the patient and no medical practitioner involved. Original accesories used. Charger was returned for service on (B)(6) 2022 and replaced. The patient was recommended to not leave the charger plugged in all the time.